Event description:
I developed salzmann's nodules in both eyes after having lasik surgery. I later had to have a second surgery to remove the worst of the nodules from my left eye. Some of them came back. I have them in both eyes and they run right along the periphery of the "flap" on each eye. My doctor tells me he has found no other cases where salzmann's was ever related to lasik although it's clear mine certainly is. In addition to the additional surgery, which was very painful, I have to use restasis drops every day. They are very expensive. It can be very uncomfortable particularly during the winter when my eyes get drier. At night my vision is very poor. Lights seem ot have halos or starbursts. Things look like they did when my vision was not corrected.